Event description:
A health care professional stated that an fms device would not inflate properly. It was later sated that the device was used on a pt.

Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.